Manufacturer narrative:
The anesthesia system was investigated on-site by our field service engineer. It was found that a liquid had been spilled over and into the anesthesia system. The liquid had been spilled over and into the anesthesia system. The liquid had damaged the main back-plane pc board and the contact between the main back-plain pc board and the valve drivers pc board. The damaged parts were exchanged and the device logs downloaded. The anesthesia system was sent back to service. The main back-plain pc board is the interconnection pc board for most of the other pc boards in the system. A damaged main back-plain will cause disturbance/interruptions in the communications between the pc boards in the system. The damaged contact to the valve drivers pc board will cause disturbance/interruptions in the controlling of the valves in the system, such as the valves to the vaporizers. Evaluation of the received device logs confirmed the reported technical error code and also other technical alarms that indicated that the vaporizers had become disabled. We were further informed that this was an error caused by the user. The user had put a liquid solution on the table top of the system.

Event description:
It was reported that while the anesthesia system was connected to a patient it generated a technical alarm. The technical alarm indicated a communication failure with the main back-plane pc board. There was no patient harm. (B)(4).